Manufacturer narrative:
No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific crm received information that this device had reached end of life (eol) battery status. Eol was reached due to a charge time greater than 30 seconds. A boston scientific technical services consultant recommended device replacement. No adverse patient effects were observed.